Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an ablation interventional procedure. Reportedly, the guide wire was inserted into the device, but it failed to advance to the guide wire port. A new prostyle was used successfully with the same guide wire. The ablation procedure was completed using the 8f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance (guide wire) was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified no similar incidents from this lot. The reported difficult to advance (guide wire) was concluded to be related to potential product quality issue due to the damaged seal valve observed. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.